Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection revealed the green ptfe coating of the stylet to be clogged inside the inner coil in the connector pin region with the inner coil offset. The ptfe coating of the stylet inside the inner coil in the connector pin region likely contributed to the reported incident. Electrical testing found no indication of conductor fractures or internal shorts. All damages noted are consistent with those occurring at the time of procedure.

Event description:
During the implant procedure, the stylet was impossible to remove from the left ventricular (lv) lead. A different lead was used to complete the procedure and the patient was stable with no consequences.